Event description:
Customer reported that approximately two weeks prior to her call to customer service on (B)(6) 2010 she noted the test did not start after a sample was applied to a test strip inserted into her freestyle lite blood glucose meter. It was further reported the customer became "very ill" and experienced vertigo. She further reported she went to bed and her husband tried to wake her but she "was very hard to get up", due to a reported loss of consciousness. Paramedics were called, checked customer's vital signs and initiated an intravenous infusion of unknown type. Customer was transported to a local healthcare facility where she was diagnosed with severe hypoglycemia and given additional intravenous fluids. Customer was hospitalized overnight for observation. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
This is an initial report. The customer's product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. .

Manufacturer narrative:
The customer's products were returned and investigated. The complaint was not confirmed. All test results were within range specification. No errors were observed during control solution testing. This is a final report.